Event description:
It was reported that the patients right side stimulator was not working and had not worked since implant. The patient was not feeling well at the time of the report. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).